Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgeon was using the stapler with green cartridges and on the second or third firing and 1/3 of the specimen side staple line ended up having straight legged staples that did not appear to touch the anvil or form in any way at all unfortunately. The surgeon had to over sew the area to prevent leaking of gi contents and the stapler and cartridge were passed off of field and a new product was opened to complete the case. There was a longer or and anesthesia time to over sew the area however the patient is doing well so far as of today. There were no patient consequences.